Event description:
It was reported that a high drain 108 alarm occurred during drain eight on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) assisted the care giver (cg) to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation.  Review of the service history revealed no issues that could have caused or contributed to the reported difficulty of iipv. A device history review was performed, which identified 2 failures that could be associated with the reported condition. The machine was reworked and passed all subsequent testing. Should additional relevant information become available, a supplemental report will be submitted.